Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred when the system was not in clinical use, while the customer was performing quality test scans. After reseating the connectors and performing the shutdown procedure, the system powered up. The fse continued to monitor the system and after the issue reoccurred (reports MFR 3003768277-2024-00284 and MFR 3003768277-2024-00405) it was identified that as a temporary solution the host pc needed to be turned on manually for the system to power up. A new host pc was ordered and is scheduled to be installed at the customer.

Event description:
It has been reported to philips that the system was not powering up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and found that the host pc was not powering up. The connectors were reseated and a proper shutdown procedure was completed to return the device to expected functionality.